Event description:
Notes from the cardiac consultation: "the patient has had no implantable cardioverter defibrillator (ICD) therapy and no inappropriate ICD shocks. The patient heard tones emanating from the device and was seen in emergency room, where interrogation of the device confirms the presence of high impedance in the lead fracture of the fidelis (FDA recall) electrode.notes from the operative report: "the patient's pacer generator had undergone battery depletion and had less than 14 months of life remaining. In addition, the patient had had atrial fibrillation refractory to medical management and cardioversion for several years. We elected to extract both the right atrial and right ventricular electrodes, the latter being the recalled lead...a stylet was passed down the right atrial and right ventricular fidelis electrodes and the active fixation device was withdrawn. Using constant gentle traction with transesophageal echocardiogram (tee) and fluoroscopic guidance these leads were removed in their entirety without difficulty and without resorting to use of the laser." The patient tolerated the procedure well.what was the original intended procedure?explant ddd ICD generator (medtronic model d274drg, serial number pzt208629h.lead extraction times 2.implant vvi ICD.device #1is this a laboratory device or laboratory test?no.